Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary ==> according to the information received, it was reported that the shaver suction is not good, can barely suck up bubbles. The orange o-ring is missing on the inside of the shaver. A lot of air in the tube. Work order is being completed as non-repairable due to device not being serviceable. The front seal of the motor is allowing saline to enter the motor during use. This causes the handpiece to stop functioning. This fault affects the reliability of the handpiece but does not adversely impact patient safety. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances related to the reported complaint condition were identified. The products produced with the original design are not serviceable. The root cause is attributed to manufacturing involving a design change. This issue has been captured in a CAPA. This product issue is already being addressed by depuy quality system. Further investigation and assessment are covered under the CAPA in our quality system. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in switzerland that during a knee arthroscopy procedure on (B)(6) 2023, a fms tornado micro ii hand controlled shaver handpiece device was used. According to the report, the suction was not good that it could barely suck up bubbles. It was further reported that the orange o-ring was missing on the inside of the device; and that there was a lot of air in the tube. It was unknown how the procedure was completed with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.